Event description:
Reporter stated that patient has received discrepant results, when performing back-to-back tests, on the aviva system. Reporter stated that patient has received back-to-back values of 30 mg/dl and 100 mg/dl, 30 mg/dl and 110 mg/dl, and 30 mg/dl and 125 mg/dl. Reporter did not indicate if patient was exhibiting syptoms of hypoglycemia or hyperglycemia when the discrepant results were obtained. No associated injury was reported. The location where the discrepant results were obtained was not provided. Reporter stated that quality control testing had been performed on the aviva system and the values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.